Manufacturer narrative:
H.6. Investigation: customer returned (2) open 8mm, 31g pen needles from lot # 0028857. Customer states that they cannot remove the needle from the insulin pen. Both returned pen needles were tested and both were able securely attach and easily detach from a pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g experienced a pen needle that would not detach during use. The following information was provided by the initial reporter: consumer reported that she is unable to remove the needle from her insulin pen after injection. Stated that the needle will not come off. Consumer is going to try other steps to remove the needle, she will also get assistance then she will send the sample once it is removed from the pen. Lot #: 0028857, catalog #: 320109, date of event: 09-01-20.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8 mm (5/16¿) 31 g experienced a pen needle that would not detach during use. The following information was provided by the initial reporter: consumer reported that she is unable to remove the needle from her insulin pen after injection. Stated that the needle will not come off. Consumer is going to try other steps to remove the needle, she will also get assistance then she will send the sample once it is removed from the pen. Lot #: 0028857, catalog #: 320109, date of event: (B)(6) 2020.